Event description:
Healthcare professional reported "submammary prosthesis, with small anterior extraprothetic collections of normal size" via ultrasound. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, h6. Device photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "submammary prosthesis, with small anterior extraprothetic collections of normal size" via ultrasound. The device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "submammary prosthesis, with small anterior extraprothetic collections of normal size" via ultrasound. This record is for right side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.